Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was noted that the drill bit broke. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the cannulated drill is fractured at the intersection between the drill tip and the driving shaft. The rapid cross sectional area reduction of this transition creates a potential stress concentration under bending loads or lateral impact, such during off-axis instrument usage. Optical examination of the fracture surface identified a quasi-brittle fracture with river lines which appear to flow toward the center of the part, with apparent shear lip at ID of the shaft. The tip was not returned. Direction of fracture propagation and internal shear lip suggest bend stress overload.